Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pocket closure for the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the patient went into a pulseless electrical activity (pea) rhythm. The s-ICD was programmed off and cardiopulmonary resuscitation (CPR) was performed, with the external defibrillator and standard protocols, but the patient was not able to be resuscitated and the patient was declared deceased. It was noted the patient had a previous cardiac arrest. The implant procedure was straightforward and induction testing was performed. A 65 joule shock failed to convert the induced vf and an 80 joule shock in reversed polarity was successful. The patient's vital signs at the time were stable, but no further defibrillation threshold (dft) testing was performed. It was noted the shock impedance was 111 ohms; the lead placement was reviewed under fluoroscopy and the physician did not want to revise the lead position. There were no allegations against the device or electrode and the system was not explanted post-mortem. The physician believed the anesthesia and induction testing was too much for the patient's heart.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report is being filed to update the evaluation conclusion code.

Event description:
It was reported that during pocket closure for the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the patient went into a pulseless electrical activity (pea) rhythm. The s-ICD was programmed off and cardiopulmonary resuscitation (CPR) was performed, with the external defibrillator and standard protocols, but the patient was not able to be resuscitated and the patient was declared deceased. It was noted the patient had a previous cardiac arrest. The implant procedure was straightforward and induction testing was performed. A 65 joule shock failed to convert the induced vf and an 80 joule shock in reversed polarity was successful. The patient's vital signs at the time were stable, but no further defibrillation threshold (dft) testing was performed. It was noted the shock impedance was 111 ohms; the lead placement was reviewed under fluoroscopy and the physician did not want to revise the lead position. There were no allegations against the device or electrode and the system was not explanted post-mortem. The physician believed the anesthesia and induction testing was too much for the patient's heart.